Manufacturer narrative:
Based on information provided, it cannot be determined that the alleged infection is related to the activ.a.c.® therapy system. The patient recently underwent extended right hemicolectomy and iliocolic anastamosis. Per record review the patient utilized the activ.a.c.® therapy system from (B)(6) 2019. The device passed quality control checks and met specifications before and after placement with the patient. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: -ischemia to the incision or incision area. -untreated or inadequately treated infection. -inadequate hemostasis of the incision. -cellulitis of the incision area.

Event description:
On 31-dec-2019, the following information was provided to kci by the family member: requested to discontinue v.a.c.® therapy and return the device due to patient getting an infection. Review of records provided on 31-dec-2019 noted the following: on (B)(6) 2019, the patient was admitted to the hospital for poor appetite, episode of yellow-colored emesis with worsening abdominal pain and intermittent fevers. Physician's assessment noted the patient "presented earlier this month with a lower bowel obstruction who was found to have an obstructing ascending colon cancer now status post extended right hemicolectomy and ileocolic anastomosis. Patient's post-op course was complicated by surgical site infection. Patient now re-presents to emergency department with worsening abdominal pain, emesis and poor oral intake." The patient was placed on broad spectrum intravenous antibiotics and noted "ir [interventional radiology] consult in am for possible percutaneous drainage of abscess." No additional information was provided. On (B)(6) 2019, the device was tested per quality control procedure by kci service center, and the unit passed the quality control checks and met specifications. On (B)(6) 2019, the device was placed with the patient. On (B)(6) 2020, the device was tested per quality control procedure by kci quality engineering and the unit passed the quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.